Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (lancet drum), is related to case with patient identifier (B)(6) (lancet device).

Event description:
It was reported the that a piece of the lancet broke off in the patient's finger when he fired the device and it did not retract. The customer stated he pulled out the piece of lancet that broke off in his finger. The customer did not require any treatment. No adverse event reported. Return of the suspect device was requested for evaluation.